Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed for the treatment of gallstones on (B)(6) 2024. During the preparation, when the spyscope ds ii was plugged into the spy ds controller the image was not displayed. The procedure was not completed due to another of the same device was unavailable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed; an image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. Articulation of the catheter using the steering wheels at the handle had no effect on restoring an image. X-ray assessment was performed to identify any damage to the camera wires based on no image upon insertion. X-ray imaging of the device did not note the presence of camera wire damage. A multimeter was used to measure resistance between camera connections to identify electrical problems or camera cable breaks. Resistance measurements for camera wires were taken by placing the probe in contact with the respective solder pad on the printed circuit board assembly (pcba). The resistance between the power camera wire connection and ground wire were measured and found electrical problems with the connection. The reported complaint was confirmed. During product analysis, no image was seen upon insertion. Visual inspection of the exterior of the device along with x-ray assessment of the camera wire did not identify any breaks or signs of corrosion with the wire itself. Therefore, a multimeter was used to measure the resistance between camera wire connections and electrical problems were identified. The visualization problem is most likely due to a random failure of the camera assembly during procedure, as evident by the electrical test results and visual inspection of the camera wires. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that a random problem with a device component contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed for the treatment of gallstones on (B)(6) 2024. During the preparation, when the spyscope ds ii was plugged into the spy ds controller the image was not displayed. The procedure was not completed due to another of the same device was unavailable. There were no patient complications reported as a result of this event.